Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the bag was not connected tight. The home patient (hp) checked the lines and bags and found that the supply bag connection was loose. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) check the lines and bags and found that the supply bag connection was loose. The tsr had the hp cycle the power to clear the error. The tsr assisted the hp to end therapy. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient's (hp) nurse stated that he was not made aware of this report but that the hp has been doing fine. The hp's nurse stated that the hp lives in a nursing home now. A call the previous day to the hp's grandmother, it was reported that the hp was in the hospital and very sick. When asked if the hp was in the hospital and very sick like the grandmother stated, the nurse stated no, the hp is not in the hospital. The nurse stated that the hp's grandmother has dementia and knows that he no longer lives there.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.